Event description:
During catheter insertion, pt vital signs suddenly dropped. Two doctors quickly fluoroscoped and realized pt had suffered air embolism. The catheter was in the internal jugular vein. At this point, sheath had been peeled away and drs. Were about to tunnel. Sales rep was present to procedure. Dr called a code and pt responded. She was sent to ICU for observation with the catheter still in the ij. Dr said he thought he might have heard a sucking noise when the catheter was sitting in the sheath. Clamps were attached to catheter prior to insertion. Pt was sedated during the entire procedure.